Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient's child stated the patient collapsed due to hypoglycemia on (B)(6) 2022. The reporter was present at the time and responded by squeezing glucose into the patient's mouth and calling for an ambulance. The patient's dexcom cgm around this time was reading 12.0 mmol/l, while a comparative fingerstick measurement revealed a blood glucose meter value of 1.2 mmol/l. The blood glucose value of 1.2 mmol/l was confirmed by a second measurement. Paramedics arrived on site and transported the patient to the hospital where she remained until she was discharged sometime between (B)(6) 2022 and (B)(6) 2022. The patient was doing fine at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.